Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the reported issue was found to be replicated by analysts. The front piezo was shorted causing the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "faulty alarms volumes". No adverse effects reported.